Event description:
It was reported that the patient with this electrode and associated subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks caused by oversensing. It was noted that they had suffered a coronary arterial clot. The s-ICD was reprogrammed and the patient was discharged but returned to the emergency room (ER) a few days later and coded. The patient was bradycardic and could not be revived. It was reported that, on the day he presented at the ER, he received more inappropriate shocks, but the exact timing of when these were delivered is not clear and no further information was available. It was reported that he was coding at the field representative arrived at the ER and also that the shocks may have been due to the delivery of cardiopulmonary resuscitation. Ts recommended magnet application to inhibit delivery of tachycardia therapy. However, magnet application did not halt shock delivery as it was not placed appropriately over the device. There was no allegation against the implanted system in relation to the patient's passing. No information is available on whether this electrode was explanted post-mortem.